Manufacturer narrative:
Device evaluation: lens returned in a micro centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.50/1.0/087 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2017. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.